Event description:
It was reported a spectrum pump had system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed through review of the event history log, but the investigation was unable to reproduce this condition. The issue was determined to have ben caused by a seized motor. The motor assembly was replaced.